Manufacturer narrative:
Corrected fields: b5.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" and the and the meter bg reading was 600 mg/dl. Bg was addressed via a correction bolus. Reportedly, the customer went to the emergency room (ER) due to hyperglycemia. While in the ER, the customer received an insulin drip and bolus via the pump, and intravenous fluids of saline and insulin. Reportedly, the customer was released on 06/10/2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Basal-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and suspend insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" and the and the meter bg reading was 600 mg/dl. Bg was addressed via a correction bolus. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.